Manufacturer narrative:
Chin med j (engl). 2008 apr 20;121(8):725-9. Endovascular treatment of wide-necked intracranial aneurysms using of "remodeling technique" with the hyperform balloon. Mu sq, yang xj, li yx, zhang yp, lü m, wu zx. The hyperform devices have not been returned for evaluation; product analysis cannot be performed. Based on the information provided, there is no evidence suggesting that the events were due to a defect of the devices; the events are most likely procedure-related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of vasospasm and vessel injury which occurred during using the hyperform balloon ¿remodeling technique¿. This study was designed to improve the efficacy and safety of the hyperform ¿remodeling technique¿ -- a technique in which a balloon is temporarily inflated at the aneurysm neck during each coil placement to avoid inadvertent coil protrusion into the parent artery. The authors reviewed 42 patients (20 male, 22 female) with 44 aneurysms who underwent coiling of wide-necked, intracranial aneurysms. The article states that during the procedure, mild vasospasm occurred in five patients. All five patients were being treated in acute stage of subarachnoid hemorrhage. The vasospasm was spontaneously relieved after intravenous nimodipine was administered.